Event description:
The facility rep reported a low lithium battery. Info was not provided regarding whether or not the failure occurred during a patient infusion. Although baxter attempted to obtain information, details were not available regarding additional contact information. The hospital rep stated that there were no reports of patient injury or medical intervention. No additional info is available.